Event description:
During filter placement, the filter did not open. The filter stayed in place unopened. The physician snared the filter from above and below and the filter remained unopened. The filter was retrieved but thrown away. Another filter was placed uneventfully. Importer narrative: no pt info is available. Device not available for eval. A film review was completed during the week of (B)(6), 2010, which confirmed an unopened filter. Since the filter was removed and thrown out by the hospital, the cause of what held the filter closed is unk, as it was not available for analysis. Due to the nature of caval hemodynamics, the manufacturer's rep believes that the fact of the filter not moving after deployment indicates a dissection of the ivc wall which prevented filter opening.